Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level was 277 mg/dl, which was addressed with an insulin pen injection. It was confirmed that the customer had insulin pen injections available as alternate insulin therapy.